Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
The facility representative reported tobaxter a colleague infusion pump with a malfunction of the pump turn itself back off. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The software version is currently unknown for this device.no additional information is available.